Manufacturer narrative:
(B)(4). Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿; users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
This is a report of a patient who experienced a break in aseptic technique during peritoneal dialysis (pd) therapy. During fill one of pd therapy, the patient experienced an alarm and proceeded to disconnect their solution bags prior to calling baxter technical service for troubleshooting assistance. The patient had exposed their supply lines and compromised their setup. The patient would continue with therapy with all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.